Event description:
It was reported that at unknown timing on an unknown date an electric dermatome was sent in for repair. There was no report of harm or delay. Due diligence is complete; no additional information available is indicated. At investigation the rpms were not checked due to exposed wires, and the thickness control bar was loose. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the rpms were not checked due to exposed wires and the thickness control bar was loose. The plug harness, motor, switch, screws, bearings, reciprocation arm, and other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.